Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. At the time of the report, customer did not have the pump. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.